Event description:
Original surgery performed in 2009 in (B)(6). The stem is fine but needs the bipolar converted to a total hip due to acetabular cartilage wear.

Manufacturer narrative:
No additional information.